Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. After the trunk-ipsilateral leg component was landed, the physician introduced the contralateral leg component via a 12 fr cook sheath to a point 1 cm below the contralateral gate. As the physician began to advance the device catheter, it was noted under fluoroscopy that the distal olive had detached. The device catheter, with the device, was then withdrawn from the pt inside the sheath, with no adverse event to the pt. The cs advised that when the device catheter was withdrawn, it was noted that the distal olive and the hypotubing between the distal and proximal olives had separated from the device catheter. This occurred inside the sheath and was withdrawn with the sheath. The procedure was completed with another contralateral leg component and sheath. The aneurysm was excluded and there was no adverse event to the pt.